Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inserting camera into trocar during a laparoscopic appendectomy, the surgeon had a hard time getting the camera into the port and the trocar broke. Another device was used to complete the case. There was no patient injury.